Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Patient reported right side ''because they've ruptured, fluid accumulate and they ruptured. My breast blew up an we went to the emergency ''. Then, healthcare professional reported 'right breast swelling delayed seroma. Device has been explanted, not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported right side ''because they've ruptured, fluid accumulate and they ruptured. My breast blew up an we went to the emergency ''. Then, healthcare professional reported 'right breast swelling delayed seroma. Then, reported events confirmed via MRI. Device has been explanted, not replaced.

Event description:
Patient reported, right side ''rupture and seroma-late". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.